Event description:
It was reported that the patient underwent a surgical procedure to replace his ambicor penile prosthesis (app) due to unknown reason. A new inflatable penile prosthesis (ipp) was implanted. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The app was replaced due to the device herniated through tunica. Information about the patient's outcome is unknown.